Manufacturer narrative:
Investigation summary: one sample was received for investigation and with that it was able to verify the needle was bent. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Based on research results to date it has been found that the root cause for this incident may have been caused by during the cannula / wing pull test due to a misalignment of the claws at station # 5. Corrective maintenance was performed for cleaning and lubricating the claw and adjusting the pressure in the station #5 lane 1.

Event description:
It was reported that safety mechanism breakage occurred with a saf-t ezset bl standard 25ga.75in ndl. The following information was provided by the initial reporter, "material with the needle bent, making it impossible to be used."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety mechanism breakage occurred with a saf-t ezset bl standard 25 ga .75 in ndl. The following information was provided by the initial reporter, "material with the needle bent, making it impossible to be used."